Event description:
Reportedly, a tare in the iol was noticed after iol insertion into the right eye. The lens was removed and replaced with the backup lens of the same model and the same diopter. The incision was enlarged to remove the lens. Sutures were placed as a part of standard procedure. Patient prognosis and outcome are good.